Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and the touchscreen cracked. Blood glucose level was impacted (298 mg/dl) and was addressed by delivering a correction bolus, via the pump. The pump remained functional and the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
(B)(4).